Event description:
This unsolicited case from united states was received on 11-dec-2017 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and later 1 day after receiving treatment the patient had extremely swollen right knee, 58ml fluid drained from affected knee/ 28 ml fluid aspirated from knee, after few days had high cell count but no infection and after unknown latency device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml for osteoarthritis (batch/lot number: 7rsl021, expiry date: unknown) into the right knee. On (B)(6) 2017 (1 day after receiving treatment), the patient came back into the office on with complaints of an extremely swollen right knee. On the same day, 58 ml of fluid was drained from the affected knee and cortisone was injected. It was reported that the fluid was sent off for evaluation and the results came back showing a "high cell count but no infection" (event onset date: (B)(6) 2017; latency: few days). The patient came back to the office again on (B)(6) 2017 with swelling in affected knee and an additional 28 ml of fluid was aspirated from that knee. Since an unknown date, after an unknown latency device malfunction was identified for the reported lot number while receiving treatment with synvisc one. Corrective treatment: cortisone, 58 ml and 28 ml fluid drained for "58ml fluid drained from affected knee/28 ml fluid aspirated from knee" and extremely swollen rt. Knee; not reported for high cell count but no infection. Outcome: not recovered for device malfunction, extremely swollen rt knee; unknown for 58ml fluid drained from affected knee/ 28 ml fluid aspirated from knee and high cell count but no infection seriousness criteria: required intervention for device malfunction, 58ml fluid drained from affected knee/ 28 ml fluid aspirated from knee and extremely swollen rt knee. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 11-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced right knee pain, swelling and high cell count in synovial fluid. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.